Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The reported issue was confirmed, there was a problem on the j4 connector of the accomp board and heater pan. The root cause of this problem seemed the defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced and the instrument met all specifications.

Event description:
This is an international report from baxter (B)(4) where the homechoice was recieved by the technical service center for regular maintenance. The engineer confirmed there was a burnt part on the j4 connector of the accomp board during maintenance. No additional information is available.